Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determinate the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the et tube kinked while the patient was in the prone position and insufficient ventilation occurred. The device was replaced with a new one. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spiral-flex et tube, size 6.5, for investigation. Visual examination of the returned et tube revealed that the coils were damaged right before the 24cm marker towards the patient end. No other defects were observed. Functional testing was also performed and no kinks were confirmed. The reported complaint of a kinked et tube was not confirmed based upon the sample received. The returned et tube passed a functional kink test and the opening through the tube was not found to be collapsed. However , the inner coils of the tube were found to be offset. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. The damage observed on the et tube is consistent with damage that can be caused when the et tube is compressed with high force. The location of the damage is approximately the point at which the patient's mouth would be if the tube were inserted. Therefore, based on the time of discovery and the location and type of damage observed, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the et tube kinked while the patient was in the prone position and insufficient ventilation occurred. The device was replaced with a new one. No patient injury reported.